Manufacturer narrative:
There were no returns from the customer site for this evaluation. The reagent lot number used by the customer is unknown. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect hbsag assay package insert and the architect systems operations manual both contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. It is possible that sample integrity may be a factor in this case. The customer understands that for patients with past (B)(6) it is possible that the virus is replicating within the liver while hbsag levels remain undetectable. In this case hbv may be reactivated by administration of chemotherapeutic agents or immunosuppressants. The customer will continue to monitor the patient.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c36, that has similar products distributed in the us, list numbers 01l80 and 04p53. (B)(4).

Event description:
The customer believes that one patient's architect hbsag assay result of (B)(6) (less than (B)(6)) is a (B)(6) result. The customer states that this same patient has generated a (B)(6). The customer has no patient information to provide. No suspect results have been reported from the lab with no patient impact.